Event description:
This is reported as an adverse event recorded on a crf as part of the (B)(6) patient registry clinical trial. Subject is a female patient with 10 cm of barrett's esophagus containing high-grade dysplasia. After serial sessions using focal ablation, patient complained of mild dysphagia. Endoscopy showed a mild narrowing of her distal esophagus which did not require dilation. Subsequently, with persistent mild symptoms of dysphagia, the patient was dilated once with improvement of symptoms.